Event description:
A voluntary medwatch (mw5107813) was received by the manufacturer alleging a CPAP device's sound abatement foam became degraded and caused lungs discomfort and shortness of breath, coughing. The patient did not receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer received information alleging headaches, filters turned grey, breakdown of black foam related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. In initial report, voluntary medwatch report number was captured incorrectly as (mw5107813) it should be (mw5105816). Corrected information provided in section d4 (UDI number), d9 (changed to no, previously mentioned as yes), h4 (should be blank) and h6 (health effect-clinical code).